Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2023-18794. Clarification to b3 date of event: partial date 2016. Clarification to d6a implant date: partial date 2000. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Anxiety¿product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. The events of "capsular contracture" and "granuloma" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade IV; "silicone granulomas".

Event description:
Physician reported left side rupture and an exchange of textured devices due to patient's concern with product. Physician later reported capsular contracture baker grade IV via mammogram. Healthcare professional later reported "dystrophic calcification and silicone granulomas". Device has been explanted and replaced.